Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot number, 4152301. Manufacturer/supplier: (B)(4). Date of manufacture/release to warehouse date: apr 10, 2006. One non-conformance report (ncr) was written for this lot due to a subcomponent major diameter being undersized. This ncr for undersized major thread diameter is not relevant to this complaint for tip breaking because the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge was found with a broken tip in the sterile processing department (spd). The tip fragment was not found; however rest of the depth gauge was intact. It is unknown when the instrument became damaged. There was no known patient or procedural patient involvement associated with the reported event. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: product investigation was completed. One depth gauge for 2.0mm and 2.4mm screws (part # 319.006, lot # 5210252) was returned for investigation. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The device was reported to have a broken tip/needle, and it is confirmed since the device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. Service & repair evaluation: the device was received by service & repair, and the broken component was confirmed. Device was unable to be repaired and was sent to customer quality (cq). A service history review was unable to be performed since this is a lot/batch controlled device. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. This particular depth gauge is part of at least 14 technique guides and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during storage. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Service and repair evaluation: the customer reported the tip broke off. The repair technician reported the tip broke off, and the protection sleeve was missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. A device history record review was performed for the subject device lot number 5210252. Release to warehouse date: apr 10, 2006 supplier: (B)(4) one non-conformance report (ncr) was written for this lot due to a subcomponent major diameter being undersized. This ncr for undersized major thread diameter is not relevant to this complaint for tip breaking because the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.